Event description:
Failed perclosure devices x4 for percutanous procedure to femoral artery with an 18fr sheath. With the failure of the devices an incision needed to be made and the right femoral artery repaired with a bovine patch.